Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; the programmer booted up with an error; mpu (main processor unit) pcb (printed circuit board) assembly found out of electrical specification. Analysis also found the ECG (electrocardiogram) and rf (radio frequency) connectors were loose on the lem (link electronic module) pcb assembly. It was noted the system fan was dirty and the wireless label was missing. (B)(4).

Event description:
It was reported during the process of updating the software with usb (universal serial bus), an error code appeared. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification there was no patient involvement.